Event description:
It was reported while testing with bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga 1.00in a broken needle was discovered. The following information was provided by the initial reporter: the customer reported as follows: before use for patient, the hcp discovered that the needle was broken and then stopped using this affected product.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. Device brand name: bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga 1.00in.

Event description:
It was reported while testing with bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga 1.00in a broken needle was discovered. The following information was provided by the initial reporter: the customer reported as follows: before use for patient, the hcp discovered that the needle was broken and then stopped using this affected product.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-01-04. Investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unit and six photos. Upon inspection of the unit, it was identified that the needle was bent at approximately a 90° angle and was lodged in the needle cover. Additionally, multiple large scratch marks could be seen on the needle cover along with indentations near the needle tip. The needle was attempted to be removed; however, the needle was found to be broken partway through the notch where the bend was located and the remaining piece of needle could not be dislodged from the needle cover. The reported defect was confirmed. During manufacturing, this type of defect can occur due to incorrect alignment and may result in cannula getting caught in the needle cover inner wall causing it to bend or form a hook. There is an automated vision system in place that inspects the products during manufacturing. Preventative maintenance and a sampling plan are also in place to mitigate the occurrence of this defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.